Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error and unable to rewind the insulin pump. The customer's blood glucose value was 171 mg/dl. The customer was assisted with troubleshooting and reported that the insulin pump had no delivery alarm and it was resolved by complete set change. Customer reported that they were able to clear the alarm, drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
No rewind anomaly, motor error alarm or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. (B)(4).